Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / migration of essure - "1 coil moved perforated or disappeared') and fallopian tube perforation ('perforation') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included asthma. Concurrent conditions included nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("allergy/nickel"), depression ("psychological injuries/psychological or psychiatric problems - depression"), vaginal infection ("vaginal infection / infection (bladder/urinary tract/vaginal) ¿vaginal"), migraine ("migraines / headaches"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems - anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("gastrointestinal or digestive system condition ¿ bloating"). In (B)(6) 2011, the patient experienced weight fluctuation ("weight fluctuations/weight gain/weight loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic/pelvic pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems/teeth are deteriorating"), vision blurred ("vision problems, / vision/eye problems - eyesight hindered"), skin discolouration ("skin discoloration,/ rashes or skin conditions - skin discoloration"), skin lesion ("skin lesions"), gastrointestinal disorder ("gi condition"), memory impairment ("forgetfulness") and polymenorrhoea ("almost constantly have my periods or spotting") and was found to have neoplasm malignant ("cancer") and weight increased ("weight gain"). The patient was treated with venlafaxine hydrochloride (effexor) and surgery (hysterectomy (full) with bilateral salpingectomy and hysterectomy (full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, neoplasm malignant, depression, vaginal infection, vaginal discharge, migraine, fatigue, alopecia, tooth disorder, vision blurred, skin discolouration, skin lesion, gastrointestinal disorder, vaginal haemorrhage, anxiety, dysmenorrhoea, abdominal distension, memory impairment, weight increased and polymenorrhoea outcome was unknown and the pelvic pain, back pain, abdominal pain, dyspareunia, menorrhagia, rash and allergy to metals had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, memory impairment, menorrhagia, migraine, neoplasm malignant, pelvic pain, polymenorrhoea, rash, skin discolouration, skin lesion, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight fluctuation and weight increased to be related to essure. The reporter commented: patient received treatment for back pain, chronic/pelvic, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia, rash/skin condition, nickel, psych injury, uterine perforation, vaginal infection , vaginal discharge, skin discoloration, weight fluctuations and skin lesions, anxiety, depression, abdominal distention, skin discoloration. Discrepancy noted in date of insertion (B)(6) 2011. Concerning the injuries reported in this case, the following ones were described in patient¿s social media records: polymenorrhoea , weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added. Event: weight gain , almost constantly have my periods or spotting were added. Fu 5 an d 6 processed together. On 20-mar-2020: social media received. Reporter's information added. Fu 5 an d 6 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / migration of essure - "1 coil moved perforated or disappeared') and fallopian tube perforation ('perforation') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included asthma. Concurrent conditions included nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("allergy/nickel"), depression ("psychological injuries/psychological or psychiatric problems - depression"), vaginal infection ("vaginal infection / infection (bladder/urinary tract/vaginal) ¿vaginal"), migraine ("migraines / headaches"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems - anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("gastrointestinal or digestive system condition ¿ bloating"). In (B)(6) 2011, the patient experienced weight fluctuation ("weight fluctuations/weight gain/weight loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic/pelvic pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems/teeth are deteriorating"), vision blurred ("vision problems, / vision/eye problems - eyesight hindered"), skin discolouration ("skin discoloration,/ rashes or skin conditions - skin discoloration"), skin lesion ("skin lesions"), gastrointestinal disorder ("gi condition"), memory impairment ("forgetfulness"), polymenorrhoea ("almost constantly have my periods or spotting"), scar ("scars on face") and weight loss poor ("I still can`t lose weight") and was found to have neoplasm malignant ("cancer") and weight increased ("weight gain"). The patient was treated with venlafaxine hydrochloride (effexor) and surgery (hysterectomy (full) with bilateral salpingectomy and hysterectomy (full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, neoplasm malignant, depression, vaginal infection, vaginal discharge, migraine, fatigue, alopecia, tooth disorder, vision blurred, skin discolouration, skin lesion, gastrointestinal disorder, vaginal haemorrhage, anxiety, dysmenorrhoea, abdominal distension, memory impairment, weight increased, polymenorrhoea, scar and weight loss poor outcome was unknown and the pelvic pain, back pain, abdominal pain, dyspareunia, menorrhagia, rash and allergy to metals had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, memory impairment, menorrhagia, migraine, neoplasm malignant, pelvic pain, polymenorrhoea, rash, scar, skin discolouration, skin lesion, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight fluctuation, weight increased and weight loss poor to be related to essure. The reporter commented: patient received treatment for back pain, chronic/pelvic, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia, rash/skin condition, nickel, psych injury, uterine perforation, vaginal infection , vaginal discharge, skin discoloration, weight fluctuations and skin lesions, anxiety, depression, abdominal distention, skin discoloration discrepancy noted in date of insertion (B)(6) 2011 & (B)(6) 2011. Concerning the injuries reported in this case, the following ones were described in patient¿s social media records: polymenorrhoea , weight gain . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality-safety evaluation of product technical complaint. On 18-jun-2020: plaintiff fact sheet received. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / migration of essure - "1 coil moved perforated or disappeared'), fallopian tube perforation ('perforation') and neoplasm malignant ('cancer') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included asthma and . Concurrent conditions included nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("allergy/nickel"), depression ("psychological injuries/psychological or psychiatric problems - depression"), vaginal infection ("vaginal infection / infection (bladder/urinary tract/vaginal) ¿vaginal"), migraine ("migraines / headaches"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems - anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("gastrointestinal or digestive system condition ¿ bloating"). In (B)(6) 2011, the patient experienced weight fluctuation ("weight fluctuations/weight gain/weight loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic/pelvic pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems/teeth are deteriorating"), vision blurred ("vision problems, / vision/eye problems - eyesight hindered"), skin discolouration ("skin discoloration,/ rashes or skin conditions - skin discoloration"), skin lesion ("skin lesions"), gastrointestinal disorder ("gi condition") and memory impairment ("forgetfulness") and was found to have neoplasm malignant (seriousness criterion medically significant). The patient was treated with venlafaxine hydrochloride (effexor) and surgery (hysterectomy (full) with bilateral salpingectomy and hysterectomy (full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, neoplasm malignant, depression, vaginal infection, vaginal discharge, migraine, fatigue, alopecia, tooth disorder, vision blurred, skin discolouration, skin lesion, gastrointestinal disorder, vaginal haemorrhage, anxiety, dysmenorrhoea, abdominal distension and memory impairment outcome was unknown and the pelvic pain, back pain, abdominal pain, dyspareunia, menorrhagia, rash and allergy to metals had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, memory impairment, menorrhagia, migraine, neoplasm malignant, pelvic pain, rash, skin discolouration, skin lesion, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight fluctuation to be related to essure. The reporter commented: patient received treatment for back pain, chronic/pelvic, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia, rash/skin condition, nickel, psych injury, uterine perforation, vaginal infection , vaginal discharge, skin discoloration, weight fluctuations and skin lesions, anxiety, depression, abdominal distention, skin discoloration discrepancy noted in date of insertion (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2019: pfs & mr received: new events: anxiety, dysmenorrhea, abdominal distension, memory impairment, vaginal haemorrhage were added .previously added event visual impairment was replaced with vision blurred, previously added psychological injury was replaced with depression .reporter, medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration on 04-dec-2018. The most recent information was received on 01-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / migration of essure - "1 coil moved perforated or disappeared') and fallopian tube perforation ('perforation') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included asthma. Concurrent conditions included nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("allergy/nickel"), depression ("psychological injuries/psychological or psychiatric problems - depression"), vaginal infection ("vaginal infection / infection (bladder/urinary tract/vaginal) ¿vaginal"), migraine ("migraines / headaches"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems - anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("gastrointestinal or digestive system condition ¿ bloating"). In (B)(6) 2011, the patient experienced weight fluctuation ("weight fluctuations/weight gain/weight loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic/pelvic pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems/teeth are deteriorating"), vision blurred ("vision problems, / vision/eye problems - eyesight hindered"), skin discolouration ("skin discoloration,/ rashes or skin conditions - skin discoloration/ skin issues"), skin lesion ("skin lesions"), gastrointestinal disorder ("gi condition"), memory impairment ("forgetfulness"), polymenorrhoea ("almost constantly have my periods or spotting"), scar ("scars on face"), weight loss poor ("I still can`t lose weight"), abdominal pain lower ("severe pain on my right lower quadrant, the moment of procedure she had instant pain"), transient ischaemic attack ("symptoms of tia / her body mimicked a mini stroke"), seizure ("seizures"), vulvovaginal pain ("pain inside my vaginal area"), mood swings ("mood swings") and crying ("cried at everything") and was found to have neoplasm malignant ("cancer") and weight increased ("weight gain"). The patient was treated with venlafaxine hydrochloride (effexor) and surgery (hysterectomy (full) with bilateral salpingectomy and hysterectomy (full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, neoplasm malignant, depression, vaginal infection, vaginal discharge, migraine, fatigue, alopecia, tooth disorder, vision blurred, skin discolouration, skin lesion, gastrointestinal disorder, vaginal haemorrhage, anxiety, dysmenorrhoea, abdominal distension, memory impairment, weight increased, polymenorrhoea, scar, weight loss poor, abdominal pain lower, transient ischaemic attack, seizure, vulvovaginal pain, mood swings and crying outcome was unknown and the pelvic pain, back pain, abdominal pain, dyspareunia, menorrhagia, rash and allergy to metals had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, crying, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, memory impairment, menorrhagia, migraine, mood swings, neoplasm malignant, pelvic pain, polymenorrhoea, rash, scar, seizure, skin discolouration, skin lesion, tooth disorder, transient ischaemic attack, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal pain, weight fluctuation, weight increased and weight loss poor to be related to essure. The reporter commented: patient received treatment for back pain, chronic/pelvic, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia, rash/skin condition, nickel, psych injury, uterine perforation, vaginal infection , vaginal discharge, skin discoloration, weight fluctuations and skin lesions, anxiety, depression, abdominal distention, skin discoloration discrepancy noted in date of insertion (B)(6) 2011 & (B)(6) 2011 quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: duplicate case found for same patient. All the information, source document and references of deletion case ((B)(4)) transferred into retention case ((B)(4)). New events right lower quadrant pain, transient ischaemic attack, vulvovaginal pain, mood swings and crying, new reporters were added from deletion case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration on (B)(6) 2018. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / migration of essure - "1 coil moved perforated or disappeared') and fallopian tube perforation ('perforation') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included asthma. Concurrent conditions included nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("allergy/nickel"), depression ("psychological injuries/psychological or psychiatric problems - depression"), vaginal infection ("vaginal infection / infection (bladder/urinary tract/vaginal) ¿vaginal"), migraine ("migraines / headaches"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems - anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("gastrointestinal or digestive system condition ¿ bloating"). In (B)(6) 2011, the patient experienced weight fluctuation ("weight fluctuations/weight gain/weight loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic/pelvic pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems/teeth are deteriorating"), vision blurred ("vision problems, / vision/eye problems - eyesight hindered"), skin discolouration ("skin discoloration,/ rashes or skin conditions - skin discoloration/ skin issues"), skin lesion ("skin lesions"), gastrointestinal disorder ("gi condition"), memory impairment ("forgetfulness"), polymenorrhoea ("almost constantly have my periods or spotting"), scar ("scars on face"), weight loss poor ("I still can`t lose weight"), abdominal pain lower ("severe pain on my right lower quadrant, the moment of procedure she had instant pain"), transient ischaemic attack ("symptoms of tia / her body mimicked a mini stroke"), seizure ("seizures"), vulvovaginal pain ("pain inside my vaginal area"), mood swings ("mood swings"), crying ("cried at everything") and flatulence ("gas pain") and was found to have neoplasm malignant ("cancer") and weight increased ("weight gain"). The patient was treated with venlafaxine hydrochloride (effexor) and surgery (hysterectomy (full) with bilateral salpingectomy and hysterectomy (full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, neoplasm malignant, depression, vaginal infection, vaginal discharge, migraine, fatigue, alopecia, tooth disorder, vision blurred, skin discolouration, skin lesion, gastrointestinal disorder, vaginal haemorrhage, anxiety, dysmenorrhoea, abdominal distension, memory impairment, weight increased, polymenorrhoea, scar, weight loss poor, abdominal pain lower, transient ischaemic attack, seizure, vulvovaginal pain, mood swings, crying and flatulence outcome was unknown and the pelvic pain, back pain, abdominal pain, dyspareunia, menorrhagia, rash and allergy to metals had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, crying, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, flatulence, gastrointestinal disorder, memory impairment, menorrhagia, migraine, mood swings, neoplasm malignant, pelvic pain, polymenorrhoea, rash, scar, seizure, skin discolouration, skin lesion, tooth disorder, transient ischaemic attack, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal pain, weight fluctuation, weight increased and weight loss poor to be related to essure. The reporter commented: patient received treatment for back pain, chronic/pelvic, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia, rash/skin condition, nickel, psych injury, uterine perforation, vaginal infection , vaginal discharge, skin discoloration, weight fluctuations and skin lesions, anxiety, depression, abdominal distention, skin discoloration discrepancy noted in date of insertion (B)(6) 2011 & (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: reporter added. Event gas pain added. Fu 17 and 18 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), fallopian tube perforation ('perforation') and neoplasm malignant ('cancer') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic/pelvic pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), allergy to metals ("allergy/nickel"), psychological trauma ("psychological injuries"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems/teeth are deteriorating"), visual impairment ("vision problems,"), skin discolouration ("skin discoloration,"), weight fluctuation ("weight fluctuations/weight gain/weight loss"), skin lesion ("skin lesions") and gastrointestinal disorder ("gi condition") and was found to have neoplasm malignant (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy and hysterectomy (full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, neoplasm malignant, psychological trauma, vaginal infection, vaginal discharge, migraine, fatigue, alopecia, tooth disorder, visual impairment, skin discolouration, skin lesion and gastrointestinal disorder outcome was unknown and the pelvic pain, back pain, abdominal pain, dyspareunia, menorrhagia, rash and allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, menorrhagia, migraine, neoplasm malignant, pelvic pain, psychological trauma, rash, skin discolouration, skin lesion, tooth disorder, uterine perforation, vaginal discharge, vaginal infection, visual impairment and weight fluctuation to be related to essure. The reporter commented: patient received treatment for back pain, chronic/pelvic, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia, rash/skin condition, nickel, psych injury, uterine perforation, vaginal infection , vaginal discharge, skin discoloration, weight fluctuations and skin lesions. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received- event injury to herself was replaced with new events- uterine perforation, chronic/pelvic pain female, back pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), rash/skin condition, nickel allergy, psychological injuries, vaginal infection, vaginal discharge, bladder disorder, urinary tract problem, migraine, fatigue, hair loss, dental problems/teeth are deteriorating, vision problems, cancer, skin discoloration, weight fluctuations/weight gain/weight loss, skin lesions, gi conditions and she did not underwent essure confirmation test were added. Patient demography added. Updated suspected drug indication. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / migration of essure - "1 coil moved perforated or disappeared') and fallopian tube perforation ('perforation') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included asthma. Concurrent conditions included nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("allergy/nickel"), depression ("psychological injuries/psychological or psychiatric problems - depression"), vaginal infection ("vaginal infection / infection (bladder/urinary tract/vaginal) ¿vaginal"), migraine ("migraines / headaches"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems - anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("gastrointestinal or digestive system condition ¿ bloating"). In (B)(6) 2011, the patient experienced weight fluctuation ("weight fluctuations/weight gain/weight loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic/pelvic pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems/teeth are deteriorating"), vision blurred ("vision problems, / vision/eye problems - eyesight hindered"), skin discolouration ("skin discoloration,/ rashes or skin conditions - skin discoloration"), skin lesion ("skin lesions"), gastrointestinal disorder ("gi condition"), memory impairment ("forgetfulness"), polymenorrhoea ("almost constantly have my periods or spotting"), scar ("scars on face") and weight loss poor ("I still can`t lose weight") and was found to have neoplasm malignant ("cancer") and weight increased ("weight gain"). The patient was treated with venlafaxine hydrochloride (effexor) and surgery (hysterectomy (full) with bilateral salpingectomy and hysterectomy (full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, neoplasm malignant, depression, vaginal infection, vaginal discharge, migraine, fatigue, alopecia, tooth disorder, vision blurred, skin discolouration, skin lesion, gastrointestinal disorder, vaginal haemorrhage, anxiety, dysmenorrhoea, abdominal distension, memory impairment, weight increased, polymenorrhoea, scar and weight loss poor outcome was unknown and the pelvic pain, back pain, abdominal pain, dyspareunia, menorrhagia, rash and allergy to metals had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, memory impairment, menorrhagia, migraine, neoplasm malignant, pelvic pain, polymenorrhoea, rash, scar, skin discolouration, skin lesion, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight fluctuation, weight increased and weight loss poor to be related to essure. The reporter commented: patient received treatment for back pain, chronic/pelvic, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia, rash/skin condition, nickel, psych injury, uterine perforation, vaginal infection , vaginal discharge, skin discoloration, weight fluctuations and skin lesions, anxiety, depression, abdominal distention, skin discoloration. Discrepancy noted in date of insertion (B)(6) 2011 & (B)(6) 2011. Concerning the injuries reported in this case, the following ones were described in patient¿s social media records: polymenorrhoea , weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social medical received. New reporters added. New events 'scars on face' and 'inability to lose weight' added on (B)(6) 2020: processed with fu11. On (B)(6) 2020: processed with fu11. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.